Event description:
It was reported that during a mammary artery takedown in a CABG the harmonics were used. The patient sickened in the ICU and blood was discovered in the left part of the chest. They stabilized the patient and placed a chest tube. The patient was later brought back in and a wash out was performed. The patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: were other means used to ligate the stumps of vessel such as clip, etc.? He has always used combination of cautery and mcs20 small clip. He had me called on thursday (B)(6) 23. He wanted to use and try harmonic on ima takedown on saturday (B)(6) 23. I set up chicken demo prior to case(s). This case he used combination of har9f and harh23 and cautery and minimal clips. Was the harmonic device(s) used to seal the vessel? Yes , some of the branches of the mammary as far as I could see. Does the surgeon believe the harmonic devices caused or contributed to the patient¿s post operative bleed? If so, why? He said between case(s) that be wasn¿t sure if harmonic was the cause but the bleeding in the left chest was in the vicinity of where the mammary is located. He did the second CABG case with harh23 with no issues. On sunday, he did a washout of left chest. Patient doing fine. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.